Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported to philips that during a routine check on the device, the device was not switching on and displayed error codes including the power on self test (post). The device was not in clinical use at the time of the event. There was no report of patient or use harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance and confirmed the reported issue. The fse replaced the power pcba and the flow sensor assembly to resolve the reported issue and the device successfully passed performance specification testing and was returned to service.